Event description:
The patient underwent thoracentesis on 9/24/93 and 600 cc of pleural fluid was removed. Tesistance was felt when removing the catheter and upon removal approximately 3-4 inches of catheter had been sheared off and remained in the pleural space. The patient was aware of the situation and after consult with her own physician and a thoracic surgeon did not choose to have the sheared catheter removed.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.